Event description:
It was reported, that the patient presented for remote follow up. With recorded episodes of non-sustained right ventricular over-sensing. The episodes were caused by post- paced t wave over-sensing exhibited, by the implantable cardioverter defibrillator. Programming interventions were made. The patient was stable throughout.